Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The tenku device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It should be noted that the tenku coronary dilatation catheter, instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the tenku device is 14 atmospheres; therefore, rbp was exceeded. In this case, it is likely the combination of the IFU deviation and the balloon interacting with the mildly tortuous, heavily calcified and 99% stenosed lesion resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a concentric, de novo lesion in the mildly tortuous, heavily calcified, 99% stenosed mid right coronary artery. A 2.5x15mm tenku balloon dilatation catheter (bdc) was advanced without resistance; however, the balloon ruptured during the first inflation at 18 atmospheres, which is above the rated burst pressure. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.